Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no patient contact with the product. Explant date: if explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon trying to advance the preloaded intraocular lens (iol), it was hardened and would not advance. There was no patient contact with the iol. The product was damaged within the packaging and was found upon opening said package. The originally scheduled procedure was completed the same day. The original lens was discarded. No other information was provided.